Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4). The dentist reported that nearly 3 years after dental implant was installed in intraoral region #20, its fracture occurred. The patient presented bone type ii.